Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The patient alleged that iob is on with a 4 hours duration. The patient stated that the remaining iob is showing 9.8 units 4 hours after an 11 unit bolus, but that bolus history confirmed 11 units at (B)(6) 13 1156 am is the only bolus in today's history. The patient denied trauma or moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/12/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2013 with the following findings:a review of the device history indicated that an unconfirmed replace cartridge alarm delayed the insulin on board (iob) calculation for the 11 unit bolus referenced in the complaint. The pump iob was set to 1.5 hours. A 10 unit audio bolus and normal bolus were performed and correctly reflected on the iob status screen. The iob depleted to 0 in 1.5 hours. The iob calculation complaint was not duplicated.